Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that an autotome rx sphincterotome was planned for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation for use, the device would not bow all the way. When releasing the bow it loops the cutwire and there is excessive cut wire in the way. Another device was used to complete the procedure (unknown device). There were no patient complications reported as a result of this event. This is the third of eight devices used during the procedure. Refer to manufacturer report #'s 3005099803-2008-1395, 3005099803-2008-1579, 3005099803-2008-1643, 3005099803-2008-1848, 3005099803-2008-1851, 3005099803-2008-1853 and 3005099803-2008-1875 for details regarding the other seven devices involved in this event.

Manufacturer narrative:
A visual and functional examination of the returned device found the cutting wire was not capable of deflecting past 90 degrees when the handle was activated. While the cutting wire was in the deactivated position, the cutting wires were bowing up past the sheath. The distance between the cutting wires and the brown markers was found to exceed the manufacturing specification. The customer complaint of the device not bowing all the way was confirmed. It appears the tension was not properly set on the cutting wire during manufacturing, causing it to be too long. A review of the device history record found no anomalies related to this complaint. A lot history search was performed and revealed no other complaints against this device lot.